Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter displayed an ''error 2'' message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient advised that at an unknown time prior to the start of the product issue, he became 'dizzy'. The patient advised that the alleged product issue began on (B)(6) 2012 at 10:30 when the patient attempted to use the subject meter and obtained an ''error 2'' message. The patient stated that he manages his diabetes with an insulin pump. He further stated that when the issue he took no action as a change to his diabetes routine. The patient further stated that he received food and drink as self-treatment due to the product issue. During troubleshooting, the cca confirmed the patient was not using the subject meter for the first time. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms began prior to the start of the product issue. In addition, the patient's self treatment do not indicate serious injury occurred. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.